Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway stange odor noisy nasal/throat irritation difficulty breathing nausea lightheaded dizzy related to a bipap device's sound abatement foam. The patient did not report to receive medical intervention. Section b5 has been corrected and should be reported as: the manufacturer previously received information alleging particles in airway stange odor noisy nasal/throat irritation difficulty breathing nausea lightheaded dizzy related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external findings was external investigation showed that there were no signs of contamination on the outside of the device.and internal part of the device was inspected contamination in filter port, e-83 error ,the external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The care orchestrator data showed that the patient had a compliance rating of 0% and used the humidifier on adaptive setting 4. The error log showed that there was one instance of an e-83 (err_fsens_unable_t o_obtain_bus) reboot error. The device's downloaded logs were reviewed by the manufacturer. There was one errors found (e-83 error). The internal investigation showed that there were signs of contamination in the filter port on the blower box contamination in filter port , e-83 error .there was also an unknown contaminate on the output port. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section g1, g3 incorrectly captured in previous report and h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.